Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. Serial number: unknown/not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown, as product serial number was not provided. UDI number: unknown as product serial number was not provided. Implant date: unknown/ not provided. If explanted, give date: n/a, device remains implanted. Telephone number: (B)(6). The devices were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that they have been using the new intraocular lens (iol) named gab00 in the hospitals for over than 6 months. In almost every use they had to deal with sticky legs, which requires additional manipulation (and usually unneeded) in the eye, it increases risk of complications and lengthen the surgery. Their annual use is 2000 lenses. Directions for use were followed, still the problem remains. After a follow-up received on (B)(6), we learned that they are using balanced salt solution (bss) instead of ophthalmic viscosurgical device (ovd) to launch the lens. Account indicated that their technique worked fine until now. Per information received the lenses remain implanted. No further information was provided.

Manufacturer narrative:
Additional information: b5 - describe event or problem: through follow-up we learned that the site is using an ophthalmic viscosurgical device (ovd) to launch the lens. The account indicated that their technique worked fine until now. Dueling time is 10-15 seconds. There's no information if the product was exposed to warm temperatures in the facility storage/or (operation room). No further information was provided. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on the customer provided video by a subject matter expert (sme). The video is of the implantation of a lens claiming to be a gab00 system. After delivery the lens unfolds but the haptics are stuck together. The haptics are manually separated from each other with surgical implements. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.